Manufacturer narrative:
Unique identifier (UDI) # - (B)(4). The following sections could not be completed with the limited information provided. Patient age - ni . Patient weight - ni. Explant date - na. This report is number 1 of 4 mdrs filed for the same patient (reference 0001825034-2016-04825 / 04827 / 04828).

Event description:
It was reported that the patient had an initial knee arthroplasty and is experiencing swelling, inflammation, clicking and limited range of motion approximately 1 year post operatively.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This device is used for treatment: concomitant products ¿ vanguard left lateral tibial bearing catalog 195821 lot 156470; vanguard left femur 72.5mm 195925 lot 338720; series a patella catalog 184764 lot 405240.